Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm when they tried to prime the insulin pump. The customer¿s blood glucose level during the incident was 575 mg/dl. The customer¿s recent blood glucose level was 468 mg/dl. They had been off the insulin pump for the last 2 days and was treating with syringes. They did not have the insulin pump with them at the time of the call. The device will be returned for analysis.